Event description:
Customer called stating that the pump has lost all alarms. Stated that the device had been dropped occasionally but never higher than waist level. No audible or alarm test was done, but a self test was performed.